Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 26-may-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving lioresal 2000 mcg/ml for a total dose of 800 mcg/day via an implantable pump. It was reported there was a potential catheter issue. The patient was seen for elective replacement indicator (eri) pump replacement. The hcp noted the patient's catheter was not dripping cerebrospinal fluid (csf). They attempted to aspirate and revise, but no csf was noted. It was unknown what factors may have led or contributed to the issue. Diagnostics/troubleshooting performed included aspiration and dissection. Actions/interventions included surgical intervention where the catheter was explanted and new catheter was implanted on (B)(6) 2021. It was noted the issue was resolved at time of report. The patient's status at time of report was alive-no injury. The patient's weight and medical history was asked but unknown. The event date was (B)(6) 2021. No further complications were reported.

Manufacturer narrative:
Device evaluated by MFR¿ analysis of the catheter found ¿catheter body ¿ compressed area¿ and ¿catheter body ¿ damage to transition tube". If information is provided in the future, a supplemental report will be issued.